Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, a temperature alarm occurred. The generator allowed only up to 40w, but when increased up to 75w the generator shuts down. The generator was reset but the issue still occurred. A new antenna was used and it worked fine. The patient had a minor pneumothorax under the procedure.